Manufacturer narrative:
The exact age of the patient is unknown; however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The directions for use for the device lists precautions to be taken during procedure to avoid laceration (perforation). Therefore, the use of the device may have contributed to the complaint event. Per event information it states that during the procedure while the physician was placing the trocar of the obtryx curved system, it perforated the patient's urethra. They opened an advantage fit and completed the case without any patient complications. A review of all available information indicates that, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during a transobturator sling procedure performed on (B)(6) 2013. According to the complainant, while the physician was placing the trocar of the obtryx curved system, it perforated the patients urethra. There was no medical intervention done to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The procedure was completed with a different device.